Event description:
It was reported that the ventilator generated a technical error code indicating disabled valves, turbine power error and turbine module under-voltage error. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received information in service report, dc/dc & standard connectors printed circuit board and monitoring printed circuit board were replaced to solve the issues. The ventilator passed all functional and safety tests and was cleared for clinical use. If a defect related to the reported error codes appears during ventilation, ventilation will stop and audiovisual alarms will be generated. Turbine module under-voltage error inform turbine module has stopped and o2 is delivered instead. +12 v to turbine module too low i.e. < +10 v power error (power_failure_12_volts_airfan_too_low_svt) shall be activated if the +12v_air_fan voltage reported from the power subsystem has been <10.0v for more than three seconds and disable_valves_l is inactive. Dc/dc & standard connectors printed circuit board convert and supply required internal voltages, control switching between mains power supply and external 12 v battery, and hold a number of standard connectors. Monitoring printed circuit board handles all supervision and alarms in the system. It activates pressure reducing mechanisms, including activation of the safety valve, in case of excessive breathing system pressure. It is a part of the subsystem monitoring mon. The monitoring subsystem features alarm and monitoring functions, calculations, trending of measured values and is also the can-bus master. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint was related to dc/dc & standard connectors printed circuit board and monitoring printed circuit board.